Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24th december 2024, it was reported by an arthrex employee via email that for an ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, the end of the anchor broke. This was detected during a shoulder instability repair surgery on (B)(6) 2024. An ar-1250lt was used to prepare the bone socket. All the fragments were retrieved from the patient. The procedure completed successfully by using another new ar-1934bcf-2. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: complaint allegation is confirmed. Visual inspection identified the base of the anchor of the suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwire® and #2 tigerwire® had broken off and remains inside the shaft. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.